Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: it was reported by a sales rep that, some sutures in the same lot number were broken before use. Was the suture separated (pull off) from the needle in the package? According to the sales rep, the reported issue was not ""pull-off"" but suture breakage. Please clarify if sutures were broken found in the package? According to the sales rep, the suture broke before use. However, the exact timing when it broke is unknown. What is the event and procedure date? No further information is available. Do you have any photo? =>no photos are available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received sent. Ater date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke before use. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/05/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2021. Additional information: d9, h6. H6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device batch pkj333, and no non-conformances were identified. Additional h3 investigation summary: it was received for evaluation an unopened sample of product code epm8737, lot pkj333. During the visual inspection of unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.